Event description:
The customer reported on medwatch report #0000490118-2000-0009 that "intra-aortic balloon pump functioning on pt with the cord plugged into the red outlet. Nurse left room, came back 15 min later and found the console blank. Unit not functioning. New console changed, no further difficulty. Prior to changing out console, switched to different outlets. No injury to pt."